Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Hardware low level failure alarmed during self test and confirmed in pump history with (arm watchdog failure), problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failure and the insulin pump went off and there was no insulin. Customer's blood glucose level was 10.1 mmol/l at the time of incident. Customer stated that they were able to clear the alarm and were able to rewound the insulin pump. Customer stated that they were in hospital for an eye appointment. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.